Event description:
While the pt was lying prone on the treatment table, the head of the table popped up as pt moved up. The hydraulic portion of the table control failed. Causing a whiplash injury to the pt's neck.